Manufacturer narrative:
P-cap locked into place properly during testing. Unit passed self test. Unit's download history files and traces unable to be downloaded. Unit's keypad functioned properly and navigated through menus. However, in pump's memory stuck button alarm was recorded four times on 8/11/2024 at the following times: 10:43pm, 10:57pm, 11:08pm, and 11:46pm. Pump was cut open to perform a visual inspection and moisture damage was noted on keypad traces. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, corroded keypad trace and scratched case. In summary, customer concern for keypad/button unresponsive/button error is not confirmed. Keypad functioned properly and no stuck button alarms noted during testing, however was found in pump's memory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer got stuck button errors on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.